Manufacturer narrative:
(B)(4).

Event description:
Procedure type: thoracic. According to the reporter: the surgeon used the handle with several different tristaple loads throughout case. On his last firing on the pulmonary artery, after firing the tan curved tip cartridge, the pa had a hole in it and was bleeding. Pt lost a liter and a half of blood and the surgeon opened the chest and controlled the bleeding with a suture. The case was extended by more than 30 minutes.